Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a . Batch/lot number: 1100224143. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a . Batch/lot number: 1100153458. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced worsening urinary incontinence. The pump was not cycling, and the device exhibited fluid loss. During revision surgery, while the patient was positioned in the dorsal lithotomy position, the outline of the cuff was visible in the perineum, suggesting insufficient tissue coverage of the cuff. The device was explanted, and the cuff was found to have a visible hole that was identified as the source of the fluid loss, resulting in the reported incontinence. A new aus was implanted. The physician suspected that the rupture may have been caused by prolonged sitting or bicycle riding, as the patient was a cyclist. No further patient complications were reported.